Event description:
The customer reported intermittent, unknown artifacts that appear on abdominal studies. There was no misinterpretation, mistreatment or rescan of a pt as a result of this artifact at the customer site. Based on the information available at this time, if this artifact were to recur, there is potential for misinterpretation which could result in mistreatment of a pt. This reported event is currently under investigation.

Manufacturer narrative:
Note: (B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).